Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient¿s device was explanted due to infection. The hcp was going to wait 6 weeks before implanting another device. The patient was now deteriorating and wasn¿t doing well. He was doing well with the previous implant before the infection and they were independent. Currently, the patient couldn¿t walk. They were currently at the settings that were used with the previous device. Further follow-up was being conducted to determine what actions/interventions were taken and if the infection had been resolved.